Event description:
It was reported that this right atrial (ra) lead dislodged, this was discovered during a hospital visit and it was confirmed by x-ray. A new lead was implanted. No additional patient effects were reported.